Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that the present hexagonal socket was analyzed for conformance specifications and the device history records were researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The microscopic view has shown that the fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. It is visible at the remaining part of the hexagon that the tip was twisted and slightly bent before it broke. This is an indication that a mechanical overload in combination with lateral stress during tightening caused this breakage. Wear and tear could also have played a certain role as this device. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: tip is broken off the socket-hex. This is 1 of 1 report for complaint (B)(4).